Event description:
Complaint called in by (B)(6) on 14sep2021--(B)(6) 14sep2021. As reported to customer relations: "per (B)(6), physician said that stent migrated from the kidney down into the ureter, which required removal of the stent. Unknown if the issue was discovered during regular follow-up procedure or if patient presented with pain/discomfort, prompting the scan. No portion of the stent was left inside the paitent. A polymer stent was placed where the resonance stent had been previously." Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No if yes, please describe. Did the patient require any additional procedures due to this occurrence? Yes if yes, please describe. Did the product cause or contribute to the need for additional procedures? Yes if yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No has the complainant reported that the product caused or contributed to the adverse effects? No please specify adverse effects and provide details. Additinal information provided by (B)(6) on 28sep2021: this is what I have so far in red: are any images available for review? N/a, yes, no - no please specify the storage conditions of the device at the facility, particularly those relating to light and temperature. ¿ out of repstock what disease mode was the physician trying to treat? ¿ extrinsic compression was the stent stored in strong light (e.g. In a pyxis machine) or in direct sunlight? - no was there difficulty advancing the stent to the target location? - no did the device come with a pigtail straightener? N/a, yes, no - yes did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after ¿ not sure what is being asked here. Rms is placed through a sheath. Did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no ¿ rms does not have a tapered end. Was this device assembled outside of the body? N/a, yes, no ¿ n/a were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no - no if yes, please specify what was observed and where on the device it was observed."--(B)(6) 29sep2021. Are any images available for review? N/a, yes, no what instrument was used to remove the stent from the patient? Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature. What was the length of the indwell time? What disease mode was the physician trying to treat? Was the stent stored in strong light (e.g. In a pyxis machine) or in direct sunlight? Was there difficulty advancing the stent to the target location? How long was the stent in-dwelling? How often was the stent checked during the in-dwelling time? What method was used? Was the patient using calcium supplementation? Was force required to remove the stent? Was encrustation evident on the stent? What is the source of the extrinsic compression? If caused by a tumor, what is the tumor type? What is the stage of the tumor? Regarding the implant procedure: what type and size wire guide was used with the device (during implant) did the device come with a pigtail straightener? N/a, yes, no if yes, was the pigtail straightener used? N/a, yes, no did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no was this device assembled outside of the body? N/a, yes, no were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Fad stent, ureteral